Event description:
Patient hearing the pump alarm a 'few' times in 2001. The next day, was in ER being treated for what appeared to be narcotic overload or overdose. 2.5ml was aspirated when approximately 5.8ml should have been aspirated. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.